Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occured. Access was obtained via the femoral artery. The target lesion was located in the heavily calcified proximal to mid left-anterior descending artery (lad). A nc quantum apex balloon catheter of an unknown size was utilized to post dialate multiple short stents when a balloon rupture occurred. It is unknown to number of inflations or number of atms the event occurred. It is unknown how the procedure was completed. No patient complications were reported and patient status is ok.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: device was not returned for analysis. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).